Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin. X-ray noted no breaks in the returned section of the lead. Resistance testing of the returned portion of the lead was completed to assess lead electrical performance. Measurements throughout the tests were within normal limits. Laboratory analysis did not confirm the reported clinical observations.

Manufacturer narrative:
The cut and removed portion of the lead has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurments greater than 2,000 ohms. All other lead measurements were noted to be stable and acceptable and a chest x-ray showed no anomalies. An invasive procedure was performed. Upon opening the pocket, the lead was tested on a pacing system analyzer (psa) and also revealed high out of range pacing impedance measurements greater than 2,000 ohms. A portion of the lead was cut and removed and the remaining portion was surgically abandoned. No additional adverse patient effects were reported.